Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device's tube was kinked, which decreases the passage of air. There was no patient injury and re-intubation was not required.